Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 70mg/dl-130mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened 3/11/2016. Customer performed a back to back blood test and obtained lo and lo. Reviewed meter memory: (B)(6). Memory concerns:all lo readings. Customer is receiving an "lo" reading. Customer states that they are asymptomatic and there have been no changes in medication,diet,and/or exercise. When retrieving meter memory time and date were not setup.